Manufacturer narrative:
The downloaded data generated timeouts, as well as an 0x14 alarm, indicating that the pod was occluded. The device was unable to be paired with a master pdm and deliver a 5 unit bolus due to the reservoir plunger being too far advanced. The drive mechanism was inspected and no damages or defects were found that would contribute to the alarm. Although an occlusion alarm was generated, the root cause of the alarm could not be determined. The formed needle and bottom housing were inspected for damages or defects that could cause pain during insertion and none were found. The exact cause of the pain during insertion could not be conclusively determined. A tear was observed on the exposed portion of the soft cannula. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours on the back.